Event description:
Received a false positive result from abbott binax now card. On (B)(6) 2020 we received positive on abbott binax now card, pcr collected (B)(6) as well returned negative on (B)(6) and (B)(6) another pcr performed and was negative as well on (B)(6) 2020. FDA safety report ID# (B)(4).